Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading at the time of admission was 112 mg/dl. The customer's wife stated that the customer experienced high blood glucose the day prior to the event and complained of dizziness, memory loss, and inability to open his left eye. She advised that he had a transient ischemic attack, which may have been the cause of high blood glucose. He was treated with an insulin drip, tests and a back up plan of manual injections upon admission. The caller also reported that the insulin pump had ramping numbers and intermittently responsive buttons. The blood glucose reading was over 600 mg/dl at the time of the keypad anomaly. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.